Event description:
A (B)(6) female patient contacted zoll customer support to report red x's displayed on her monitor screen, indicating the electrodes were not touching his skin. The patient confirmed the electrodes were in proper contact with the skin. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (red x's indicating electrode were not in contact with skin) has been confirmed. As received, the trunk cable connector was cracked exposing wires. Upon evaluation, the white (drvn_gnd) wire was open in the trunk cable connector. The cause of the alleged red x's is the open white wire in the trunk cable connector. The cause of the damaged wire is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.